Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through asr on 22/jul/2017 a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture and complications during and after explant surgery, leaving a ¿horrible scar, patient experiencing low self-stem and unsatisfied with appearance of breasts which looks asymmetric, deformed, ugly and saggy¿.

Event description:
Patient reported bilateral breasts inflammation, rupture, pain, complications during and after explant surgery, leaving a ¿horrible scar, patient experiencing low self-stem and unsatisfied with appearance of breasts which looks asymmetric, deformed, ugly and saggy¿. Additionally, healthcare professional reported "rupture of breast implant, capsular contracture, with local pain and skin retraction." The device has been explanted and discarded. This record is for the right side.